Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) in a preloaded delivery system, the lens was found to be scratched. The lens was cut and removed. Another lens was implanted and found to be scratched also. The procedure was completed with a backup lens with out further incident. There are two files associated with this report. This file represents the first lens inserted and removed because of the scratch.

Manufacturer narrative:
The two lenses were returned cut in half adhered to the lens case lid for the replacement lens. There is no way the differentiate the samples. The lenses were cleaned with lphse to removed from the lens case lid for further evaluation. The lens portions were matched based on the cut patterns. Lens #1 has scratches on the posterior surface that cross both halves. There is also a semi-circular scratch near the center of one portion. Lens #2 has scratches on the posterior surface of one lens half. The device was returned loose in the carton. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The tip of the nozzle is damaged on the side (bent/small tear). The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported scratches were observed. The root cause for the observed damage cannot be determined. Top coat dye stain testing was conducted with acceptable results. No abnormalities were observed along the internal lumen. The tip of the nozzle was damaged; bent with a small tear. The nozzle damage may have contributed to the observed lens damage or may have occurred at the same time. Unable to determine. The manufacturer internal reference number is: (B)(4).